Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the malfunction code, and the issue did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reappears.